Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to prior pulmonary embolism (pe) and deep vein thrombosis (dvt). Patient is alleging fracture and embedment. The patient further alleges "intermittent pelvic pain" and limitations with "any rigorous activity due to fear of broken filter legs dislodging." Per report from CT (computed tomography) (partial) dated (B)(6) 2018: "inferior vena caval filter is in place. This is positioned just below the level of the renal veins. No definitive thrombus identified. There is one limb of the inferior vena caval filter that appears embedded within the l3 vertebral body and may have broken free from the remaining filter. This does not appear acute, and the clinical significance is doubtful."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01227.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.